Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the catheter shaft separated; however, remained on the guide wire. The physician removed the guide wire and all pieces were retrieved. No pt injury or complication occurred.